Event description:
The complainant reported that during the placement of a PICC line (peripherally inserted central catheter). The guidewire was manipulated multiple times in and out of the introducer needle. Approximately 2cm of the tip of the guidewire broke off inside the patient. The guidewire tip was not retrieved and is believed to be in the soft tissue and not in the vein.

Manufacturer narrative:
Additional manufacturer narrative: the suspect device was discarded at the user facility and was not returned to merit for evaluation. The device history record was reviewed and no specification deviations were noted that could be related to this event. The complaint data was reviewed and there have been no other complaints filed for this type of failure for this lot. It was reported that the physician was sliding the guidewire back and forth through the needle. The IFU for this device states "warning: withdrawal, pull back, or manipulation of the guide wire distal tip through the needle tip may result in breakage or embolization." However, the device was not returned and no conclusion can be drawn. Other, device history record reviewed, complaint data reviewed.